Event description:
Customer reported an issue with incorrect time settings on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time and advised monitoring for further discrepancies, ensuring the customer understood the implications of incorrect date settings on uploads and reports.